Event description:
It has been reported that the customer found that there is a significant discoloration on the foam portion of the mattress near the lal tubing. It is alleged that on initial inspection this area appeared to be a little moist as well. No pg involvement or adverse consequences were reported.